Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. It is possible that error b30 was caused by foreign material, moisture, or corrosion on the contacts. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that errors "e302" and "e402" occurred during a procedure. Following completion of the procedure, and upon troubleshooting the problem, a "b30" error occurred. This report is submitted due to the report of a "b30" error. The intended procedure was completed using the same device. There was no patient injury, associated with the problems, reported to olympus.

Manufacturer narrative:
The reported "b30" error was resolved through troubleshooting with the assistance of olympus technical support via the phone. After powering off the olympus cv-190 and clv-190, disconnecting the scope and cleaning the contact points on the scope, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.